Event description:
(B)(4).

Manufacturer narrative:
The biomed at the hosp has replaced the air gas module. The replace part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is done. (B)(4).